Event description:
During service, where the customer reported, "unit getting hp in display window and xdcr fault a "no servo flow" was identified. Internal inspection of the unit revealed an unknown liquid contamination around the solenoid manifold assembly, power board and inside the flow valve. Internal inspection of the turbine revealed unknown liquid contamination inside the turbine which caused the turbine to seize and not spin. Replaced the turbine to correct the failure mode.